Event description:
The customer reported lack of reproducibility of platelet results obtained when using the coulter act 5diff cap pierce (cp). The customer performs testing on a patient control specimen and the results obtained were not within their specifications. Erroneous test results were not obtained for patient samples. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found valves 14, 23 and the carriage assembly to be faulty. The fse replaced these parts, and resolved the issue. The fse also replaced associated tubing to valves 14 and 23 as preventive maintenance. Identified failure mode: the failure mode is related to valves 14, 23, and the carriage assembly. Upon recur of the failure mode related to the carriage assembly; it is likely to generate erroneous results for all parameters due to compromised probe alignment. Upon recur of the failure mode related to lv14; it is likely to generate erroneous results for the rbc and plt parameters due to compromised vacuum. Upon recur of the failure mode related to lv23; it is likely to generate erroneous results for rbc, plt, wbc, and basophil parameters due to compromise vacuum. Product labeling was evaluated: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).